Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured left internal carotid artery c6 lateral wall aneurysm with a max diameter of 5mm and a 4.5mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 3.7mm distally and 4.68mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was normal. It was reported that after the microcatheter was in place, the pipeline ped stent was hydrated normally, and water was returned to the proximal end of the protective sheath, the stent was delivered and deployed after it was in place, but the tip end could not be opened. The surgeon tried to retrieve the stent in the body and then open it again several times, but the tip end still could not be opened. After deploying it enough and adding tension to the system, it still couldn't open. After repeating the operation 5-6 times, replaced it with the ped-475-20 stent. After it was in place, it opened and deployed smoothly. After taking the stent out of the body, it was found that the small wing limiter was too firmly adhered. Even under in vitro hydration, it still took manual effort to open it. The main reason for the problem was that the small wing limiter was too firmly adhered, making it impossible to open the tip end of the stent. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open and was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the small wing restricted the opening of the tip end. The cause of the firm adhesion was not determined. The distal section of the pipeline failed to open. The pipeline had not been placed in a vessel bend when it failed to open, it was in a straight segment. The use of the microcatheter was attempted to retrieve and redeploy, but it failed to open. Since the distal end did not open, the surgeon was hesitant to deploy it and subsequently used a balloon to expand it. No resistance was felt.

Manufacturer narrative:
Product analysis #(B)(4):equipment used: video inspection system (m-85519), ruler (m-83361) as found condition: the pipeline flex devices and phenom-27 micro catheter were returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within an opened pipeline flex inner pouch. The pipeline flex device was returned within the phenom-27 micro catheter. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 hub. The distal ~1.0cm of the phenom-27 catheter body was found kinked (figure d). No damages or irregularities were found with the distal tip or marker bands. The pipeline flex was found within the phenom-27 catheter with the pusher extending out the hub ~44.0cm. The pipeline flex was advanced out with high resistance encountered. The hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the distal marker, re-sheathing pad or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. The distal braid end was found fully opened, damaged and frayed (figure g). The proximal braid end was found to not open due to dried saline (figure h). The saline was dissolved, and the proximal end was found to fully open and frayed (figure I). Testing/analysis: the phenom-27 micro catheter total length was measured to be ~157.8 and the usable length was measured to be ~151.2cm. As the model and lot numbers of the phenom-27 were not reported, conformation to specification could not be determined. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed, however, it cannot be ruled out. Customer reported that the dps sleeves did not properly open and releasing the distal braid. However, as the customer reported manipulating the dps sleeves to release the braid once removed from the body, the condition of the dps sleeves over the braid could not be confirmed. No damages were found to the dps sleeves. The distal braid was found damaged and frayed, potentially contributing to the failure to open. It is also possible the damage occurred due to customer manipulation after removal. Customer also reported vessel tortuosity as moderate, pipeline not positioned in a bend, and more than 50% of the pipeline was deployed when it failed to open. Therefore, any additional contributors towards the failure could not be determined. Resistance was encountered during analysis, likely due to the damaged micro catheter. It is possible that the damaged micro catheter contributed towards the damaged distal braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.